Event description:
The facility representative reported a flogard infusion pump with "battery not charging." It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "battery not charging" was confirmed and reproduced during evaluation by the service technician. Service determined that the cause was due to a defective power supply. Should additional information become available, a follow-up medwatch will be submitted.